Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
It was reported that a peritoneal dialysis patient identified a fluid leak coincident with peritoneal dialysis therapy. Prior to the event, the patient received an air detected in cassette alarm during drain four of four of their therapy. The patient had drained 1666ml of an expected 2703ml at the time of the alarm. During troubleshooting, it was verified that the connections were tight and the clamps were open. The patient confirmed that they do see air in the unused lines. The treatment was cancelled and upon removing the cassette, the patient noticed fluid leaking. The cause of the leak was unknown. The patient had manual supplies to continue with their treatment while the cycler was unavailable. The cassette used at the time of the incident was discarded. The patient did not develop any symptoms or require medical intervention as a result of the reported leak. Per the clinic¿s procedure the patient was prescribed prophylactic antibiotics (type, route, dose, strength and duration unknown), following the event. The technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse of the event. The patient reported transitioning to hemodialysis therapy due to geographic relocation.

Manufacturer narrative:
Complaint sample is not available for evaluation. Therefore a search in the system was performed of the lots delivered to the patient, with a time frame of three months from 02/06/2018 to 05/06/2018; resulting in 3 potential product lots. However, according to the system no product is available of the lots delivered to the patient, on distribution centers to be analyzed. The entire lots have been sold and distributed. Device history record review was performed on potential related lots. No nonconformance reports or other abnormalities during the assembly of these lots were found. The product involved met specifications.